Event description:
It was reported that the patient presented to the emergency room for dizziness before reprogramming of pacemaker and the right ventricular automatic capture (rvac) was found to be in suspension mode. The healthcare provider requested a review of device data to confirm device operation. Upon review, it was noted that the sensitivity of the pacemaker was adjusted due to oversensing. No pauses were noted. Technical services determined that the rvac failed to measure the capture due to low evoked response (ER). The plan is continuing to be monitored. At this time, this product remains in service and no adverse patient effects were reported.